Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and had a smoke smell when powered on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device had isolated thermal damage to a resistor on the system board. The device's blower motor and system board were replaced to address the issues.